Event description:
The manufacturer service technician reported that the device was received with a tag indicating the cord gets hot while being serviced at the manufacturer facility. There were no known adverse consequences related to this event.